Event description:
(B)(4). Since the implantation of these metal coils, I have had pains in my lower abdomen (a pinching feeling). My anxiety has gotten worse. I now have a lot of headaches and joint pain. Essure causes me to have horrible periods. The pain during my periods feels like labor pains that radiate through my lower back.